Event description:
Customer reports that she obtained results of 85 mg/dl, 186 mg/dl, 186 mg/dl, and 177 mg/dl within 6 minutes on the same device. Customer reports that she did not take her evening insulin due to the device results. No adverse event was reported and no treatment was received. No quality controls were used. Requested return of suspect device and replacement was sent.